Event description:
Customer states pacing has intermittent capture. Customer reports that surgeon could not get the heart to pace properly. Surgeon used wires in atrium and ventrical for pacing. Surgeon used a competitor's wire for pacing and allowed product to remain in situ, proper pacing of the heart was obtained. Surgical procedure was completed uneventfully.